Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed the insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found on the electronic or motor assembly. The device had minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube and lip.

Event description:
It was reported the customer's insulin pump alarmed button error. Customer's father did not know customer's blood glucose. Customer's father reported the insulin pump was wet, as a significant event that may have caused the device to alarm. Customer's father was advised to discontinue use of the device and revert to back up plan. No further information reported.